Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. Visual inspection found no visual damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -7.50/+4.5/087 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting, lens rotation and lens dislocation/subluxation. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was due to user error, there was a mistake in calculation.

Manufacturer narrative:
Conclusion code 61: user reported mistake in calculation - previous conclusion code, 4315 no longer appliable, supplemental MDR should have included "residue on lens" for the device evaluation. Claim#: (B)(4).